Manufacturer narrative:
Concomitant medical products: biotronik lead, implant date: (B)(6) 2007, biotronik lead implant date: (B)(6) 2007, biotronik ipg, implant date: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing system was extracted due to pocket erosion. The pacing system was not replaced. No further patient complications have been reported as a result of this event.